Manufacturer narrative:
A ge service rep performed an on site investigation. No conclusion can be drawn as the repair info is unavailable.

Event description:
The customer reported that the system will not save images (data loss). There is no report of injury or death associated with this event.